Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in a 27-year-old female patient who had essure (ess205) (batch no. 823152-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal. Concurrent conditions included chronic cholecystitis, adnexa uteri cyst, constipation, ovarian cyst and fibroids. Concomitant products included duloxetine, fexofenadine, fluorometholone, gabapentin, hydrocodone, meloxicam, methocarbamol, nabumetone, prazosin, sertraline, tramadol and triamcinolone. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and migraine ("migraines / headaches"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fibromyalgia ("neurological conditions or problems type:fibromyalgia"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved and the systemic lupus erythematosus, bladder disorder, urinary tract disorder, fatigue, urinary tract infection, migraine, fibromyalgia, anxiety and depression outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, menorrhagia, migraine, pelvic pain, systemic lupus erythematosus, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details- 3 trailing coils on right side and 4 trailing coils on left side. On unknown date essure confirmation test were performed. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: update of information (batch is notvalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') and gallbladder operation ('surgery (other) type of surgery: gallbladder surgery') in a 27-year-old female patient who had essure (ess205) (batch no. 823152-not valid ,623152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal. Concurrent conditions included chronic cholecystitis, adnexa uteri cyst, constipation, ovarian cyst and fibroids. Concomitant products included duloxetine, fexofenadine, fluorometholone, gabapentin, hydrocodone, meloxicam, methocarbamol, nabumetone, prazosin, sertraline, tramadol and triamcinolone. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and migraine ("migraines / headaches"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fibromyalgia ("neurological conditions or problems type:fibromyalgia/neurological conditions or problems type: fibromyalgia"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), small fibre neuropathy ("small fiber neuropathy"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), arthralgia ("hip pain"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") and underwent gallbladder operation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and genital haemorrhage had resolved and the systemic lupus erythematosus, bladder disorder, urinary tract disorder, fatigue, urinary tract infection, migraine, fibromyalgia, anxiety, depression, small fibre neuropathy, gallbladder operation, gastrointestinal disorder, arthralgia, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gallbladder operation, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain, small fibre neuropathy, systemic lupus erythematosus, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details- 3 trailing coils on right side and 4 trailing coils on left side. On unknown date essure confirmation test were performed. (B)(6) 2007 (discrepancy noted, as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not provided. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received. Events: neuropathy, gallbladder operation, gastrointestinal disorder, pain in hip, hair loss, abdominal pain were added. Lot number was received. On 24-feb-2020: new event genital bleeding was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') and gallbladder operation ('surgery (other) type of surgery: gallbladder surgery') in a 27-year-old female patient who had essure (ess205) (batch no. 823152-notvalid, 623152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal. Concurrent conditions included chronic cholecystitis, adnexa uteri cyst, constipation, ovarian cyst and fibroids. Concomitant products included duloxetine, fexofenadine, fluorometholone, gabapentin, hydrocodone, meloxicam, methocarbamol, nabumetone, prazosin, sertraline, tramadol and triamcinolone. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and migraine ("migraines / headaches"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fibromyalgia ("neurological conditions or problems type:fibromyalgia/neurological conditions or problems type: fibromyalgia"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), small fibre neuropathy ("small fiber neuropathy"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), arthralgia ("hip pain"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") and underwent gallbladder operation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and genital haemorrhage had resolved and the systemic lupus erythematosus, bladder disorder, urinary tract disorder, fatigue, urinary tract infection, migraine, fibromyalgia, anxiety, depression, small fibre neuropathy, gallbladder operation, gastrointestinal disorder, arthralgia, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gallbladder operation, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain, small fibre neuropathy, systemic lupus erythematosus, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details- 3 trailing coils on right side and 4 trailing coils on left side. On unknown date essure confirmation test were performed. (B)(6) 2007 (discrepancy noted, as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not provided. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Lot number ( 823152) is not valid. Lot number: 623152 manufacturing date: 2007-01 expiration date: 2008-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in a (B)(6) year old female patient who had essure (ess205) (batch no. 823152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal. Concurrent conditions included chronic cholecystitis, adnexa uteri cyst, constipation, ovarian cyst and fibroids. Concomitant products included duloxetine, fexofenadine, fluorometholone, gabapentin, hydrocodone, meloxicam, methocarbamol, nabumetone, prazosin, sertraline, tramadol and triamcinolone. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and migraine ("migraines / headaches"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fibromyalgia ("neurological conditions or problems type:fibromyalgia"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved and the systemic lupus erythematosus, bladder disorder, urinary tract disorder, fatigue, urinary tract infection, migraine, fibromyalgia, anxiety and depression outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, menorrhagia, migraine, pelvic pain, systemic lupus erythematosus, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details- 3 trailing coils on right side and 4 trailing coils on left side. On unknown date essure confirmation test were performed. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet and medical record was received. Lot number were added. Previously reported event injury was replaced with new events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), lupus, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, uti, migraines headaches, fibromyalgia, pain, anxiety. Reporter information, date of birth, medical history, concomitant drug, events onset date were added. Device category changed from device other event to incident. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.